Event description:
The pt had two leads (from the same lot). It was reported, the pt was experiencing chest palpitations and alleged chest stimulation. Reprogramming did not resolve the issue. As a result, the doctor decided to explant the pt's scs system. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.